Manufacturer narrative:
H3: product ID: 97755; serial# (B)(6); was analyzed and it was found that it was stuck on a "checking the recharger" screen, the device was scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97745bp lot# nlh072536n serial# implanted: explanted: product type accessory product ID 97755 lot# serial# (B)(4). Implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(4). Implanted: explanted: product type programmer, patient information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4). , ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that the controller completely blacked out while charging the implant (patient noted at the time controller was 100% charged), patient called manufacturing representative and was told to take the battery pack out of the controller to reset it. Patient said after maybe two times of resetting the controller the controller came back on. Patient went to start a charging session and the screen of the controller "blacked out" again but patient could hear the controller making noises like it was starting to charge the implant but then the recharger antenna (rtm) started shocking the patient multiple times. Patient said it also felt like the implant inside was shocking her but said the recharger antenna was directly on her so she thinks the recharger antenna shocked her (information was reviewed with the patient that if patient's battery was depleted/off and stimulation was turned on at level it was at before it was shut off, patient could potentially feel stimulation coming on strongly as a shocking sensation, patient said this may be the case but didn't want to risk the chance that equipment shocked her). Patient said she had to wait for controller to come back on so she could turn off the stimulator. She said once the controller came back on from being blacked out the shocking stopped. Patient said controller wasn't holding a charge and although the implant was taking a charge it had taken 3.5 hours to get the implant charged up to 90%. Patient said that she had to charge the implant the next day (saying that implant battery drains that fast because of her settings being up high and said that she wasn't able to get implant battery up past 40% the next day when she tried charging. Patient said that rep had told her to order all new equipment, patient said she wasn't willing to get shocked again or have the controller not work and have a return of pain without therapy. Information was reviewed that if for whatever reason any shocking continued, to follow up with their health care provider (hcp) and have implant checked. A replacement controller, battery pack, and rtm was sent to the patient.